Manufacturer narrative:
This report is submitted on april 05, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cellulitis at magnet site on (B)(6) 2018; subsequently the patient was treated with oral and topical antibiotics (duration not reported).